Event description:
The pt was obtaining high blood glucose values on the suspect device. They administered insulin as a result and did not eat lunch in an attempt to lower their glucose. They began having difficulty breathing and was taken to the ER. Upon arrival a lab revealed their glucose to be low. Pt was treated with an IV and admitted. Level 1 glucose control was run on the system and the control was in range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.